Manufacturer narrative:
Corrosion was observed on the pcb. Battery voltages were low due to the pcb corrosion. An external power supply was attached to the pcb in an attempt to retrieve download data, but data was ultimately unavailable. A root cause for the reported communication error could not be identified. A source of the internal corrosion could not be identified. It could not be determined if the observed corrosion is in any way linked to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to above 250 mg/dl while wearing the pod between 4 and 24 hours. No specific treatment information was provided. The device was originally reported for a communication error occurring while attempting to deliver a bolus.